Event description:
Poor wound healing. The patient suffered from lumbar disc herniation and underwent surgery. The doctor used product to stop bleeding and the surgery was successfully discharged. The wound healing was poor after surgery. On the 12th day after surgery, the patient was readmitted and underwent debridement and suturing surgery. The wound healing was good after surgery. Event date: 04/06/2025. Procedure date: (B)(6) 2025. Additional information was received stating: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.